Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke ¿ vault closure in the surgery. What was used to complete the procedure ¿ another foil of stratafix code sxpp1b410 was used to complete the procedure. Procedure date: (B)(6) 2022. Device return status/follow up device is available pcf deferred due to quarantine restrictions. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2022 and barbed suture was used. During the procedure, while taking the first bite the suture broke from the middle part. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/11/2022. H6 component code: g07002 device not returned. H3 investigational summary: visual analysis of the returned product revealed that an empty opened foil, an empty wining former, a needle-suture piece and, suture piece product code sxpp1b410 were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was received in two pieces, damages at the surface and stress and split were observed at the ends. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.